Event description:
Patient was implanted with two 2.7/3.5mm distal humerus plates and screw fixation on (B)(6) 2012. The patient was returned to the o.r. On (B)(6) 2012 where the surgeon removed two 3.5 cortex screws due to infection. The plates and additional screws remained implanted. The surgeon completed irrigation and debridement of affected area and completed the procedure. There is no information on anticipated treatment or recovery of the patient. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This is report 1 of 2 for complaint (B)(4).